Event description:
It was reported that the custome had a motor alarm on the insulin pump. The customer's blood glocuse level was unknown mg/dl. The customer stated that motor error then no injection and the insulin pump blocked on prime. No further details given.

Manufacturer narrative:
Findings: no unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test and motor test. Unable to prime during prime/a33 test due to loose/slanted drive support disk noted. Minor scratches on lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.